Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, morphine and clonidine via an implanted infusion pump. The pump's indication for use (IFU) was listed as malignant pain and spinal pain. The patient found a new managing healthcare professional; however, the new hcp lowered the dose stating the dose was too high. The hcp plans to titrate the medication to find an appropriate dose. Since the dose was lowered, the patient had a sudden increase in pain. Additional information has been requested for drug information, other medications that the patient was taking at the time of the event, medical history, diagnostics and actions/interventions to resolve the issue.